Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead had high thresholds, no capture, and was noted to have dislodged post operatively with several bradycardia. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.